Event description:
It was reported that an ilet user experienced wide blood glucose fluctuations characterized by postprandial hyperglycemia followed by nocturnal hypoglycemia, associated with missed or mis-sized meal announcements and an overcorrection of a low with approximately 20 g of fast-acting carbohydrates; the user also inquired about future availability of the glucagon port. Symptoms included hypoglycemia with a nadir of 49 mg/dl, hyperglycemia up to 269 mg/dl, and feeling unwell. Outcomes included prolonged excursions outside target range, with lows lasting about 2 hours and highs about 8 hours, without hospitalization or professional medical intervention. Investigation included technical support review and user education regarding meal announcement practices, the ilet correction algorithm, and appropriate treatment of lows. Investigation of this case revealed use-related factors, including inconsistent meal announcements and overcorrection of hypoglycemia, that likely contributed to the glycemic variability. It was concluded that the device functioned as designed and that user technique was the likely contributor to the reported events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.